Event description:
It was reported that during the scheduled visit to administer a hydroxocobalamin injection, medication leaked from between the needle and the syringe. Despite tightening the needle to the syringe, the leakage continued, preventing the full dose from being administered. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.